Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of muscle noise with smaller signal amplitudes. The physician elected to de-activate the system at this time to prevent any additional inappropriate shocks. No additional adverse events were reported. This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of muscle noise with smaller signal amplitudes. The physician elected to de-activate the system at this time to prevent any additional inappropriate shocks. No additional adverse events were reported. This supplemental report was filed to provide additional information regarding that the electrode was explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide additional information regarding that the electrode was explanted. No additional adverse events were reported.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of muscle noise with smaller signal amplitudes. The physician elected to de-activate the system at this time to prevent any additional inappropriate shocks. No additional adverse events were reported.